Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 9/28/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was returned damaged (bent), stuck inside the cartridge tip with a plunger rod override. There was no assembly issue identified (before and after disassembly), the device plunger was in advance position and locked. The cartridge and cartridge tip were observed to be damaged which may be caused by the pushrod due extra force in the loading lens process. Furthermore, trace amount of viscoelastic residues were observed inside the cartridge which suggests an inadequate amount of ovd was used during the loading and insertion process. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient info: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2021. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) misfired while physician was using it. There was no harm to the patient. No further information available.